Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose reading by adc sensor scan result compared to an adc meter. The customer did not notice a trend arrow on the device. As a result, the customers body shivered before they lost consciousness and fainted. The customer was unable to self-treat and presented to a healthcare professional (hcp) who provided the customer with serum, sugar and soup. The customer blood glucose levels were then re-measured with the healthcare professional (hcp) meter with a result similar to the adc meter. There was no report of death or permanent impairment associated with this event.